Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc wing needle did not retract with leakage beyond the septum. The following information was provided by the initial reporter: the needle did not retract when the button was pressed after IV insertion. The port needed to be occluded manually with pressure because it did not self-occlude after the needle was retracted.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure and leakage beyond the septum could not be confirmed from the representative 20g insyte autoguard units that were received from lot 4255291. Functional tests showed that each needle fully retracted when the safety mechanism was activated, and no leaks were observed. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.